Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter in two pieces. The balloon was tightly folded. The tip, balloon, hypotube, inner and outer shafts were microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube with a separation at 54cm from the strain relief. The separated ends were oval, as if kinked prior to separation. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified mid-right coronary artery (rca). After pre-dilation, a 3.00mm x 15mm emerge balloon catheter was advanced for dilation. However, when the distal part of the device was inside of the guiding catheter, the middle shaft was broken. The two broken parts of the device was removed and the procedure was completed using another device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified mid-right coronary artery (rca). After pre-dilation, a 3.00mm x 15mm emerge¿ balloon catheter was advanced for dilation. However, when the distal part of the device was inside of the guiding catheter, the middle shaft was broken. The two broken parts of the device was removed and the procedure was completed using another device. No patient complications were reported and the patient's status was stable.